Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer was not following the proper steps during the load process. The customer's blood glucose level was 371 mg/dl. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.